Event description:
During laparoscopic surgery, the suction irrigator partially worked, intermittently irrigating. The machine was switched out and it was evident that the problem was with the actual disposable instrument.